Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was suspected to exhibit premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device operated at high pacing output settings and auto capture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly, voltage is at elective replacement indicator (eri) level. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.